Manufacturer narrative:
H4 manufacturing date added. H3 device evaluated by mfg updated. H3 summary attached updated. D4 expiration date added. D9 product available to stryker updated. D9 returned to manufacturer on updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, an attempt appeared to have been made to shape the tip of the guidewire, the guidewire (ptfe) polytetrafluoroethylene coating was noted to be peeling in multiple areas up to 68.5cm, the core wire distal end was observed through the distal tip dome, the hydrophilic coating was hydrated there were no anomalies noted, and the introducer was inspected, and no anomaly was noted. A functional test was not required as the defect was visually confirmed. The reported event was confirmed during the device analysis. The device failed to meet specifications when returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Analysis of the returned device found scraping and peeling of the (ptfe) polytetrafluoroethylene was evident in several sections from the proximal tip to approximately 68.5cm from the proximal end and most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The as reported and as analyzed ¿guidewire ptfe coating peeling¿ will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during the procedure, when the shaped wire (subject device) was backloaded into a microcatheter using the introducer/starter. The black/green coating started coming off the subject guidewire. It was removed without any risk to the patient. The physician replaced it with a new device and continued the procedure without any clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, when the shaped wire (subject device) was backloaded into a microcatheter using the introducer/starter. The black/green coating started coming off the subject guidewire. It was removed without any risk to the patient. The physician replaced it with a new device and continued the procedure without any clinical consequences to the patient.